Manufacturer narrative:
A tear was observed on the external portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. As such, it could not be conclusively determined if the observed cannula damage is linked to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 1 and 4 hours. Symptoms reported include high ketones (exact level not provided) and vomiting. The patient was treated with intravenous fluids and insulin injections. The patient was released after 6 hours.